Event description:
Customer reported the 2000e valve leaked upon use. No patient harm occurred. Although requested, no additional information was available. Customer stated it is due to possible use issue. Tip sheet regarding attaching and detaching syringes to the smartsite valve was provided to customer.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event): 2-3 weeks ago. The customer reported the valve was discarded. The lot number was not identified; therefore, a lot history record review could not be performed.